Manufacturer narrative:
On (B)(6) 2017: during a follow-up call, the customer reported a supply change was performed and insulin deliveries were resumed decreasing the customer's bg levels back down to target range. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed to address the occlusion alarm. Additionally, it was reported that during the load fill tubing process, no insulin was observed dripping out of the infusion tubing after 25 units. The customer experienced blood glucose (bg) levels ranging between 260-480mg/dl and small levels of ketones. Manual injections were administered to address the bg level.